Manufacturer narrative:
Calibration was acceptable. The alarm log information indicated several "abnormal sample aspiration" alarms.

Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer obtained questionable low test results for one patient sample using the following assays: elecsys tsh assay (tsh), elecsys ft3 iii (ft3), elecsys ft4 ii assay (ft4), and the elecsys afp assay (afp). Of the data provided, the tsh, ft3, and ft4 results were discrepant and a reportable malfunction. All initial results were released outside of the laboratory. The sample was sent to another laboratory for analysis and re-centrifuged between results. The initial tsh result was 0.054 uiu/ml; the repeat result was 1.88 uiu/ml. The initial ft3 result was 1.03 pg/ml; the repeat result was 2.70 pg/ml. The initial ft4 result was 0.148 ng/dl; the repeat result was 1.36 ng/dl. There was no allegation that an adverse event occurred. The tsh reagent lot number is 226376; the expiration date was not provided. The reagent lot numbers and expiration dates for ft3 and ft4 were not provided. Quality controls were acceptable; therefore, a general reagent issue is not likely. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause of the non-reproducible discrepant low results was the use of unspecified 12x75 mm sample tubes, even with the use of rack adapters. This tube type does not have the correct tube dimensions as specified in product labeling. Additional root causes could be clots or fibrin in the sample due to too short clotting time, or bubbles or foam on the reagent or system reagent surface(s).